Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having issues with their implantable neurostimulator (ins) battery. The patient stated that they were charging once or twice a day to 100% and was under the impression that the ins battery would last longer than a day. The patient reported that the ins was charged to 100% the evening prior and was now at 40%. It was reviewed how setting and usage could affect the ins battery level. The patient was redirected to follow up with their healthcare provider (hcp). An appointment was scheduled for (B)(6) 2018 for an adjustment. It was noted that the issue occurred on (B)(6) 2018. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.